Event description:
No sample was available to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: a complaint sample was not available for manufacturer evaluation. The performance of the gas exchange is influenced by application parameters like anticoagulation, blood flow and sweep gas flow. The cause may be patient induced, and it is highly unlikely to detect a failure in the retention sample. A review of the batch documentation could not be performed as the lot number of the product is unknown. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. As an evaluation of the sample could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Note: due to the allegation of multiple occurrences, an additional MDR was submitted. Please see associated MFR report #: 3012172416-2023-00092. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the post-membrane oxygenation (po2) levels dropped significantly less than twenty-four hours after the start of a patient¿s extracorporeal membrane oxygenation (ECMO) treatment. In some cases, these levels plummeted to less than 300 mmhg and even as low as 100 mmhg. As a result, the xlung kits had to be replaced with new ones. Replacing the xlung kits resulted in an unknown amount of blood loss. It was unknown if samples would be available for evaluation. No further details have been provided.

Event description:
No sample was available to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.